Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Multiple products were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2011, the patient presented with degenerative disk changes l1-2 with thoracal lumbar back pain. The p patient underwent extreme lateral inter-body fusion at l1-2. As per op-notes, "an 8x21x45 mm cage was selected. It was packed with a small bmp which had been allowed to remain in contact with the cellulose pads for greater than 15 minutes.. This case was then placed under anterior-posterior fluoroscopy with a mallet in the cage holding device. When satisfactory anterior-posterior positioning was accomplished, the lateral was taken first with the retractor and then after removal of the retractor verifying excellent position of the cage." No patient complications were reported. Following the surgery, the patient had significant pain in the area of the fusion surgery and extremities. The patient underwent additional imaging that showed that the patient had developed boney overgrowth. The patient has received significant medical treatment to care for the injuries caused by the original fusion surgery.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.